Event description:
The labor and delivery nurse was starting an IV on a patient. After releasing the needle, the entire catheter came off from the hub. The nurse immediately removed the catheter from the IV site and placed a gauze dressing over the site. The patient was unharmed. The event was reported to the nurse educator for the unit who said she would notify the manufacturer. The nurse educator was also given the device.